Manufacturer narrative:
Updated sections - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, specifically on the stat-gard. No sheath was returned with the device. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The iab device was returned missing the extracorporeal tubing and the fiber sensor cable, they seem to be cut. The extender tubing was also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extender tubing was performed, and no leaks were detected. The evaluation could not confirm the reported failure. The customer also noted the presence of a ¿black scar¿ inside the extension tube, which could pertain to either the extracorporeal tubing or the extender tubing. However, since the extracorporeal tubing was not returned for evaluation and no black particle or a leak was found in the extender tubing, we are unable to identify the specific tube or determine the nature of the black scar mentioned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b1, b4, b, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes). Complaint ID - (B)(4).

Event description:
On (B)(6) 2025 at 17:30 in the cardiac catheterization lab, the patient's condition worsened during cag, so a trp4046 was inserted to support him. Hr fluctuated between 160 and 180. 30 minutes after the iab was inserted, a black scar was found inside the extension tube. Hence, it was reported that transray plus 40cc intra-aortic balloon (iab) had a possibility of blood leak and the iab was removed. No warning alarms for gas loss were sounded. There were no adverse consequences to the patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, specifically on the sheath seal. No sheath was returned with the device. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The iab device was returned missing the extracorporeal tubing and the fiber sensor cable, they seem to be cut. The extender tubing was also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extender tubing was performed, and no leaks were detected. The evaluation could not confirm the reported failure. The customer also noted the presence of a ¿black scar¿ inside the extension tube, which could pertain to either the extracorporeal tubing or the extender tubing. However, since the extracorporeal tubing was not returned for evaluation and no black particle or a leak was found in the extender tubing, we are unable to identify the specific tube or determine the nature of the black scar mentioned. The blood found in the sheath seal may have resulted from the sheath seal moving back and forth. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The evaluation could not confirm the reported failure. The customer also noted the presence of a ¿black scar¿ inside the extension tube, which could pertain to either the extracorporeal tubing or the extender tubing. However, since the extracorporeal tubing was not returned for evaluation and no black particle or a leak was found in the extender tubing, we are unable to identify the specific tube or determine the nature of the black scar mentioned. The blood found in the sheath seal may have resulted from the sheath seal moving back and forth. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - g1 (contact office), h6 (investigation findings and investigation conclusions).

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID # (B)(4).

Event description:
On (B)(6)2025 at 17:30 in the cardiac catheterization lab, the patient's condition worsened during cag, so a trp4046 was inserted to support him. Hr fluctuated between 160 and 180. 30 minutes after the iab was inserted, a black scar was found inside the extension tube. Hence, it was reported that transray plus 40cc intra-aortic balloon (iab) had a possibility of blood leak and the iab was removed. No warning alarms for gas loss were sounded.

Manufacturer narrative:
Updated fields: b4, d4 (lot#, serial#, exp. Date), d9 (device available for eval, return to manufacture date), d10, g1, g3, g6, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4(unique identifier (UDI) #). The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, specifically on the stat-gard. No sheath returned with the device. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The iab device was returned missing the extracorporeal tubing and the fiber sensor cable, they seem to be cut. An underwater leak test of the balloon, catheter and y-fitting was performed, and no leaks were detected. The evaluation could not confirm the reported failure. The customer also noted the presence of a ¿black scar¿ inside the extension tube, which could pertain to either the extracorporeal tubing or the extender tubing. However, since neither of these components was returned for evaluation, we are unable to identify the specific tube or determine the nature of the black scar mentioned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID # (B)(4).